Event description:
The customer reported a contained leak from the electrolyte injection cup (eic) on a synchron lxi 725 instrument. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous results were generated or reported.

Manufacturer narrative:
The field service engineer (fse) determined the eic valve p/n 473136 was not functioning causing the eic to leak. The fse replaced the eic valve which resolved the issue, no further leaks were observed. This failure mode can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).